Event description:
Ous MDR - after an implantation period of about 51 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the lead demonstrated multiple signs of wear. In particular, at the proximal part of the lead the insulation was found damaged. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The deformation of the fixation helix occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.